Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a hypoglycemic event at work, leading to unconsciousness and a fall. Their supervisor called ems, and the patient was transported to the ER. The patient's bg dropped to 48 mg/dl, and they were treated with IV glucose and glucose gels at the hospital. They were released the same day and reconnected their ilet after the event. The patient reviewed the incident with their trainer and had no further questions.